Event description:
N/a.

Manufacturer narrative:
Device identifier # (B)(4). The unit received with the mayfield 2 lock has up and down movement when unlocked and was hard to lock unit. General maintenance and cleaning required. The device history record review showed no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was confirmed from the evaluation of item. The returned unit did not meet all specific functional test. The complaint was likely caused by wear and tear. Root cause was unknown, however: most probable root causes are outlined in the risk management file: incorrectly assembled device, improperly tested/inspected device, improper technique used during procedure, inadequately maintained device used for procedure, off-label use of device during procedure (user error) and device used with incorrect/unauthorized devices/accessories for procedure.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the patient's head slipped off of the mayfield pins while being positioned on (B)(6) 2019. According to personnel, the a3059 mayfield composite series skull clamp had been closed to the right amount of pressure with the screw. The device had been properly locked. They mentioned it was hard to lock when the head was positioned within the pins with the right amount of pressure. The patient suffered a scalp laceration of about 10 centimeter (cm) which required suture. That delayed the initial surgery by about 30 minutes. The neuro surgery was performed after with a different mayfield. Additional information received on 05sep2019 indicating that the patient was lying on his back, head fixed with the mayfield 2 skull clamp and reusable stainless steel mayfield pins during a craniotomy procedure. The patient was repositioned after the incident with another skull clamp. No known adverse consequences because of the delay.